Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported resistance was felt during removal of the balance hc guide wire from the coil. The coil was flushed and the guide wire was removed with resistance. The guide wire tip was shaped and advanced in the left main and resistance was noted with the guiding catheter and could not advance any further. When the guide wire was removed from the guiding catheter there was resistance noted; however, it came out intact. Another device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned. The reported difficult to remove and position could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.